Manufacturer narrative:
(B)(4). Concomitant medical products. Item# 115370, lot# 905390, comp rvs tray co 44mm; item# xl-115363, lot# 515590,  arcom xl 44-36 std hmrl brng; item# 115313, lot# 855080, comp rvsr shldr glnsp +3 36mm; item# 010000589, lot# 047100, comp rvrs 25mm bsplt ha+adptr; item# 115396, lot# 957840, comp rvs cntrl 6.5x30mm st/rst; item# 180553, lot# 107740, comp lk scr 3.5hex 4.75x30 st; item# 180552, lot# 480620, comp lk scr 3.5hex 4.75x30 st; item# 180551, lot# 046000, comp lk scr 3.5hex 4.75x20 st; item# 180551, lot# 358330, comp lk scr 3.5hex 4.75x20 st. The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03212, 0001825034-2019-03214, 0001825034-2019-03215, 0001825034-2019-03218. Remains implanted.

Event description:
It was reported that the patient underwent primary shoulder procedure. Two years post surgery, it was reported the patient is experiencing moderate pain with decreased function. Subsequently, the patient was referred to physical therapy with slight gains in function. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as medical records confirmed pain. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of medical records identified a history of syncopal falls, underweight, and muscle tone, as a contributing factor. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.